Event description:
It was reported that a pump alarmed for a system error 322. It was also reported that this was was observed during testing and there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device in question. The evaluation confirmed and reproduced a system error 322, however the specific component could not be identified. The upper and lower aux will be replaced as they are known contributors to sys error 322. Sys error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.